Event description:
The patient contacted animas on (B)(6) 2014 alleging a history settings (locked) issue. Customer support (cs) completed troubleshooting and it was determined that the pump was locked. The patient reported that they had a blood glucose in the 30¿s mmol/l with polyuria, polydipsia, and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the hyperglycemic event the patient experienced that resulted from a locked pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: the last basal delivery was on (B)(6) 2016@11:48am, reported date from 12/26/2014 is overwritten. The tdd adds up correctly and reflects the programmed basal rate target. No activity outside of normal use is observed. The ¿ez-prime¿ steps were performed correctly, the pump reflected 24u after 24hr on 1u/hr duration test. No eaw occurred during the investigation. The product performs within specifications. The keypad is undamaged and all buttons respond properly, the pump was locked and then unlocked correctly, no auto-lock occurred during the investigation, unable to duplicate ¿locked¿ complaint. Moisture corrosion is observed in the battery canister. A leak test failed due to a battery compartment leak. The pump¿s cover was removed, no further moisture ingress was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (locked pump).